Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged one week post implant. A revision procedure was performed. The lead was explanted. Another manufacturer's lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.